Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were received and evaluated. The photos showed close-up view of two 5ml syringes filled with about 2.9ml of opaque substance. Several droplets were observed to be between first and second ribs of the stopper on both syringes. Potential root cause for the leakage past stopper defect is associated could not be determined. This product is manufactured and sold as bulk non-sterile. The product in the photos and samples received had been sterilized and manipulated. Original unused non-sterile product samples would be necessary for any additional testing. Since root cause could not be linked to the non-sterile manufacturing process, no corrective actions are necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that azacitidine leaked past the bd plastic non-sterile luer-lok¿ tip syringe stopper while preparing it for chemotherapy. The following information was provided by the initial reporter: "we have received a complaint from our customer due to fluid leaking past the bung when preparing drugs for chemotherapy."